Manufacturer narrative:
On (B)(6) 2017, tandem technical support reviewed the pump data with the customer and found that the pump was functioning properly and calculating the bolus requests properly. The customer acknowledged the information and stated that use error was the cause of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not think the pump was calculating the bolus request correctly. Tandem technical support reviewed the pump's user guide with the contact on how the pump calculates a bolus. The customer acknowledged the information and confirmed that the pump's calculation for the bolus was correct. The customer's blood glucose (bg) level was 264 mg/dl and a bolus was delivered to address the high bg.